Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not recognizing pockets. A field service engineer (fse) upon arrival found power issue causing system not to bootup, customer got power restored to station. Fse also found half height cubie drawer 3.1 was not recognizing pockets, reseated all row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had no power and the screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.